Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account stated that they received the ausab quantitation letter from abbott and inquired how to interpret ausab quantitation results and how to evaluate previous ausab quantitation results. It is unknown if there was impact to patient management.